Event description:
Patient presented to the physician with symptoms related to their pre-existing tmj disorder, including jaw, neck, and head pain. The physician referred the patient to both a tmj specialist and a chiropractor. Patient has begun treatment and receiving care.